Event description:
(B)(4). Uti's. Constant and painful. Now cipro resistant. Blood in urine and white cells. Bloating, abdominal pain, fatigue, forgetfulness, low vitamin d. Gallbladder removal. Essure was covered by my insurance company.

Event description:
(B)(4). After a hysterectomy leaving only ovaries, the pathology report showed a peritoneal cyst, adenomyosis, chronic cervicitis and inflamed tubes bilaterally.